Event description:
Cerner's cpoe system has been deployed. Every test is ordered electronically including tests on blood samples and radiology tests in addition to medications. It has been discovered that tests are spuriously canceled electronically and not by physician order. The stated reasons for cancellation are established by the equipment without notification of the physicians. This case involves unexplained blood clots in a pt in whom hypercoagulability tests were ordered, but not done. They were canceled by the system 30 minutes after the order was entered with the reported reason generated by computer being: inadequate collection of specimen.